Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument had a torn cable. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure. There was no report of fragments falling from the device while used within a patient. No fragments fell in the patient. The patient did not return to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the yaw pulley. This failure is likely due to the broken main tube observed. A visual inspection of the backend found no evidence of a cracked/broken clamping pulley, input disk, or input shaft that would have caused the loose cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.